Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient&#38112;battery was no longer working after several attempts at charging. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected.

Event description:
A report was received that the patient&#38112;battery was no longer working after several attempts at charging. The patient will undergo a revision procedure wherein the ipg will be replaced.